Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to this device being implanted, a da code and high impedance code was detected. The da occurred due to a crc ram check and the high impedance code was due to a weekly check. The device had been removed from storage mode on (B)(6) 2014 and the beeper was reset. Boston scientific engineering reviewed device data. The charge time and battery usage rate appeared normal. Engineering noted the device would be safe to implant provided there were no other errors that occurred. No further issues have been reported. Additional information was received three months later that a different field representative now had the device in their consignment since back in late-february and has been beeping since. The field contacted boston scientific technical services (ts) to inquire if the device could still be implanted based on the recommendations given back in (B)(6). The field representative noted, based on device data, that the battery shows 100% and only the high impedance code was observed (which is to be expected when the device is no longer in shelf mode). Ts reviewed device data and noted the device could still be used for implant even though the beeper has been activated for over 2 months. Ts discussed that the device had a shelf life that was factored in to the overall longevity. Ts recommended checking the device again before the implanting it. Ts also discussed how the high impedance code could not be reset with the programmer on the beeper screen as the error code was cleared by interrogating the device. Boston scientific records show this device was implanted on (B)(6) 2015 and remains in service with no further issues reported.